Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted from the left eye due to blurry distance vision. A new lal was implanted as a replacement. The patient is reported to be doing well post-operatively. No additional information has been provided.